Manufacturer narrative:
Event date inadvertently entered incorrectly on the initial report; updated to (B)(6) 2016.

Event description:
Device 2 of 4: reference MFR. Report#1627487-2017-02665, reference MFR. Report#1627487-2017-02667, reference MFR. Report#1627487-2017-02668.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4. Reference MFR. Report#1627487-2017-02665. Reference MFR. Report#1627487-2017-02667. Reference MFR. Report#1627487-2017-02668. It was reported the patient's supraorbital leads (off-label use) were revised on (B)(6) 2016. During the procedure, the physician attempted to repositioned the leads to no avail. As a result, the leads were cut and replaced with new leads. Additionally, one of the two extensions revealed high impedance measurements. As such, the extension was explanted and replaced with another model which resolved the issue.